Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a device replacement procedure for normal eri, x-ray was performed and externalized conductors were confirmed on the right ventricular (rv) lead. The rv lead was capped and the patient was stable.